Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and "impella position in aorta" occurred. The root cause of the optical signal issues cannot be determined as the pump was not returned and the pattern of the optical parameters are not consistent with known fiber/sensor break or air gap patterns. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump exhibited sporadic placement signal fluctuations. Despite this, the flows remained unchanged and the patient remained stable. Pump position was confirmed. The placement signal feature was disabled. No patient harm was reported.